Manufacturer narrative:
The customer¿s test strips were returned and measured on a reference meter with a high level control sample. Two vials of test strips lot 400673-11 were returned (vial numbers (B)(6)). Testing results (qc range: 2.7-3.3 inr): vial number (B)(6): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. Vial number (B)(6): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek pro ii meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 6.7 inr. The meter result was believed. The laboratory result was 2.5 inr. The patient¿s therapeutic range is 2.2-2.5 inr.